Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 381mg/dl. The nurse stated that the customer does not keep up with his glucose level as he supposed to, and more training was requested for the customer. It was stated that they do not feel the insulin pump was malfunctioning. No further info was provided.